Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-07763 & 2015-01214 /-01215).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, inflammation, dysfunction, loss of range of motion, elevated metal ion levels, metallosis, metal poisoning, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2012 due to pain, difficulty walking, loose acetabular cup and broken screws. Operative report noted the presence of scar tissue, fluid, broken screws, fibrinous tissue, 1 broken screw remained implanted, loss of acetabular wall anterior superior, and fibrous ingrowth on cup. The modular head, acetabular cup and liner were removed and replaced with a competitor cup and biomet head and taper adapter.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain, inflammation, dysfunction, loss of range of motion, elevated metal ion levels, metallosis, metal poisoning, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.